Event description:
We were doing a side to side functional end to end anastomosis. When we requested a reload for the portion where you put the stapler down each limb of the bowel, we were given a stapler that had already been fired. Unfortunately, this means when the stapler fired, the knife worked, but there were no staples. Implications include: contamination (open bowel). Further blood loss (the sharply cut mucosal edges bleed). Further resection of both colon and small bowel (possible increased bms / day and dehydration risk). Further time on the or table in a patient that has significant comorbidities inability to recheck blood flow with icg because we had just used it and it hadn't washed out. We discussed methods to prevent this from happening in the future: when the anastomosis is being done, there should be no interruptions (they were putting away the specimen). We looked at the fired v new staple bar (yellow grippies show on the fires bar). Verbal and visual confirmation that this is a new load.